Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 01-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that user was unable to log in and had an error message unable to authenticate. The technical support specialist (tss) dialed into the server and checked the logs for the username and found the error domain authentication result code invalid credentials incorrect password. The tss informed the customer about the findings and advised the user must enter incorrect password while logging in. The tss waited for customer response, but none had been received and proceeded with case closure.

Event description:
It was reported that when using the bd pyxis¿ es server, received error message unable to authenticate, while trying to log in eve after entered the correct username. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.